Event description:
The customer stated that they have had ongoing issues with ise tests on the cobas 8000 ise module. The customer stated that they had to correct results for 23 patient samples. The customer provided data for six patient samples and of these, three had erroneous results for ise indirect na for gen.2. All erroneous initial results were reported outside of the laboratory and the repeat results were believed to be correct. The first patient sample initially resulted with an na value of 134 mmol/l and repeated as 140 mmol/l. The second patient sample, from a (B)(6) male patient born on (B)(6), initially resulted with an na value of 130 mmol/l and repeated as 139 mmol/l. The third patient sample, from a (B)(6) male patient born on (B)(6), initially resulted with an na value of 140 mmol/l and repeated as 146 mmol/l. No adverse events were alleged to have occurred with the patients. The na electrode lot number was j34, with an expiration date of 27-may-2019. The field service engineer determined that the pipettor drive screw grease was dried up. He cleaned and lubricated the pipettor drive screws and linear bearings. The customer ran calibration and controls. The customer repeated 4 patient samples and the results matched. Calibration and controls did not indicate an issue. The investigation determined that the service actions resolved the issue.